Event description:
During a nissen fundoplication done. Laparoscopically the 2-d surgidac needle for the laparoscopic endostitch broke. The piece was retrieved and a new endostitch and 2.0 surgical suture was opened.